Manufacturer narrative:
D1: corrected brand name. D4: corrected serial number.

Event description:
A 41-year-old male with a history of chemo induced heart failure was admitted for acute decompensated heart failure requiring initial va ECMO for his cardiogenic shock. He was implanted with an impella 5.5 for left ventricular unloading and optimization for durable left ventricular assist device (lvad). After impella implant, the va ECMO was weaned off and the patient was decannulated. There was some high purge pressure noted which was treated with alteplase in the purse solution. No further information was provided. The patient was supported with impella 5.5 until he was transplanted on (B)(6) 2026.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.